Event description:
It was reported that review of a remote transmission showed that the implantable cardioverter defibrillator (ICD) had delivered shocks and anti-tachycardia pacing for stored episodes of ventricular fibrillation (vf). It was suspected that due to the irregular r-to-r intervals, the arrhythmias may have been atrial in origin with rapid ventricular response, and the therapies were suspected to be inappropriate. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.